Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15may2020.

Event description:
The customer reported that the device was alarming high o2. It is unknown if the device was in use on a patient during the time of the event.

Manufacturer narrative:
G4: 25aug2020 b4: (B)(6) 2020 it is unknown if the device was in use on a patient during the time of the event, however there was no report of patient or user harm. The device was evaluated by a philips field service engineer (fse). The fse ran the extended self test (est) and confirmed the device passed testing. The fse concluded this issue was an operator error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.